Event description:
The surgeon went to implant the istent in the eye and it fell out of position so it needed to be re-grasped. The surgeon was attempting to re-grasp the stent and had moved it off of the iris into the angle and had moved it off of the iris into the angle and during this process the inserter grasper got caught in the iris. This caused pain and the patient lifted her head up unexpectedly and as a result, the entire iris was inadvertently removed. The patient was examined one-day postoperatively and she was doing better than expected, but will continue to be monitored. The patient has macular degeneration so her vision prognosis was poor prior to this event. Additional information has been requested.

Manufacturer narrative:
The device was discarded after removal from the eye and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).